Manufacturer narrative:
Investigation into this complaint included a nonconformance/CAPA history review, a service history review and a complaint history review. The investigation is summarized as follows: CAPA (corrective and preventative action) / non-conformance (nc) review the nonconformance/CAPA investigation search performed to identify related records found one non-conformance record and one CAPA investigation related to leaks from system solutions drawer due to a loose reagent cradle reservoir line fitting on the alinity m system. Service history review: a service history review was performed for the alinity m instrument serial number (sn) (B)(6) to determine if there were any tickets for prior service completed on the reservoir or cradle that may be related to the complaint under investigation. No additional tickets were found for sn (B)(6). Customer data review: the 3 photographs attached to the complaint ticket were reviewed and showed evidence of crystalized lysis reagent leakage on the floor, under and in front of the instrument and on the lysis reagent cradle tubing. Complaint history review the complaint history review found two additional complaint tickets related to leakage due to a loose reagent cradle reservoir line fitting on an alinity m system, list number (ln) 08n53-02. Based on the results of the investigation, a product deficiency was not identified for the alinity m system (ln 08n53-02). The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint. The following summary from the CAPA is relevant to this observation. Process related root causes / contributing factors: alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. System solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. Earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torquing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended at this time. Design-related corrective actions are being evaluated to improve fluidic fittings and connectors. Also, an action will be taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. These actions will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due november 30, 2020 and november 15, 2020, respectively.

Manufacturer narrative:
Elevated complaint investigation will be performed.

Event description:
Customer reported a leakage coming out from under the instrument on alinity m system. According to the customer it looks like lysis crystallized, she also could see through the drawer that there was crystallization around the tubings in the machine. The leakage reached outside of the footprint of the instrument, and no injury or slipping occurred. Further investigation by the field service specialist (fss) has revealed that the (small) leakage had happened over a time period as the lysis was discolored and well crystalized. A loose connector under the lysis cradle was the most likely cause. The fss tightened the lysis connector directly under the lysis cradle as this was a little bit loose. The fss cleaned the system and floor. Customer was able to use the system as intended after the cleaning. The customer later reported that when she checked the system at the area that the previous leak there was still a little bit of leakage. Fss removed the lysis cradle and inspected the (female) connections below the cradle for brakeage (none found) and checked the male/female interconnection for damage (none found). Fss re-mounted all the lysis connectors directly under the lysis cradle and re-cleaned the system. No leak has been seen after the re-connecting. No injury has occurred by the lysis leakage and no one came in direct contact with the lysis (also not during the cleaning afterwards by the fss). The customer accepted instrument for routine use. There was no patient involved as the leak was identified by the alinity m system user. This incident is being reported to FDA because the incident occurred in the (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.